Manufacturer narrative:
B5 additional information; the patient's epidermis on two ribs was discoloured similar to a blue bruise, and the patient reported experiencing pain. A thrombus was identified within the aneurysm. Intravenous treatment of urokinase was administered, and the physician intentionally elevated the patient's blood pressure. Follow-up care was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 61mm thoracic aortic aneurysm. It was reported postoperatively, the patient exhibited signs of paraplegia, with poor mobility though not completely immobile. Two of the patient¿s ribs appeared discoloured (blue).it was suspected that a possible thrombus may have flowed/migrated. Per the physician the cause of the poor mobility and suspected thrombus is undetermined. No additional clinical sequelae were provided, and the patient will be monitored.

Manufacturer narrative:
Additional information was received. It was confirmed the aware date is 02-dec-2024. The patient was treated on (B)(6) 2024 and the patients poor mobility was not resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.